Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi blood glucose test results. At the time of the call the customer reported symptoms of dizziness, blurry vision and leg pain. Information was transferred to technician. When technician contacted customer, the customer stated that she had taken 30 units of insulin and had eaten and felt a lot better. The customer's expected blood glucose test result fasting in the am is 200 mg/dl. Customer stated she had obtained the hi several times. Customer stated the hi results were non-fasting. Customer was not able to continue with the call and requested a call back to continue with the troubleshooting process.